Event description:
Admitted with vad alarm with high power and flow on (B)(6) 2018, increase in ld concerning for possible pump thrombus or transient thrombus. Now with clinical and exam features of lvad thrombus s/p tpa but recurrent vad thrombus s/p tpa with initial improvement in flows on sunday night, but again required tpa tuesday night due to high power alarms and high flows again, and again thursday afternoon for the same. She is not a candidate for vad exchange due to profound right heart failure. She is on chronic dopamine for right heart failure. Rhc demonstrating profound right sided failure, also elevated left sided pressures and adequate co, continue heparin, her power and flows are uptrending. Discussed with the patient and her husband that another round of tpa will likely not change outcomes given that she has failed three rounds. Death verified via phone.